Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted that thresholds have increased and the rv intrinsic have been out of range. It was noted there was noise that was being oversensed in which technical services informed it looked like myopotential which occurred when the device was in the unipolar configuration. The device was then reprogrammed and there was no observations of noise. Technical services discussed possible causes, recommended to continue to monitor, and to examine lead integrity. The patient is not dependent on therapy. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted that thresholds have increased and the rv intrinsic have been out of range. It was noted there was noise that was being oversensed in which technical services informed it looked like myopotential which occurred when the device was in the unipolar configuration. The device was then reprogrammed and there was no observations of noise. Technical services discussed possible causes, recommended to continue to monitor, and to examine lead integrity. The patient is not dependent on therapy. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted that thresholds have increased and the rv intrinsic have been out of range. It was noted there was noise that was being oversensed in which technical services informed it looked like myopotential which occurred when the device was in the unipolar configuration. The device was then reprogrammed and there was no observations of noise. Technical services discussed possible causes, recommended to continue to monitor, and to examine lead integrity. The patient is not dependent on therapy. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced. The device has been returned and is the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, it was noted that thresholds have increased and the rv intrinsic have been out of range. It was noted there was noise that was being oversensed in which technical services informed it looked like myopotential which occurred when the device was in the unipolar configuration. The device was then reprogrammed and there were no observations of noise. Technical services discussed possible causes, recommended to continue to monitor, and to examine lead integrity. The patient is not dependent on therapy. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced. The device has been returned and is the process of device analysis. No additional adverse patient effects were reported.